Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was getting an MRI and wanted to make sure they could have an MRI. When asked if they had the external devices with them, the patient mentioned their ins and external devices had been completely shut off and the therapy didn't work for them. The patient mentioned the therapy worked for them when it came to the frequency but not for urgency. The patient stated it felt like it was shocking them. MRI information was reviewed with the patient, and they were redirected to their healthcare provider (hcp). The patient declined to be sent physician listings and stated they would contact their insurance provider instead.